Event description:
National complaint coordinator for baxter japan reported an overinfusion during patient use. The device was filled with an unknown total fill volume of morphine hydrochloride and unknown diluent. A 0.5ml patient control module (pcm) was attached to the device. The shipping tab of the pcm was not unplugged by the nurse prior to use. The infusion flow rate was 2.5ml/1hr. The device was not used prior to the reported incident. There were no reports of injury or medical intervention associated with the incident.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 27 2007. Int'l affiliate indicated that the lot number was unknown since the hospital discarded the device involved in the incident. Therefore, a batch review could not be performed. Int'l affiliate indicated that the device involved in the incident was discarded by the hospital. A companion sample could not be requested because the lot number of the device involved in the incident was not known. Therefore, no evaluation could be performed. According to the initial report, the infusor was attached to a 0.5ml pcm (see manufacturer report 6000001-2007-04665). It was indicated that the nurse failed to remove the shipping tab prior to use. The direction insert instructs to remove the shipping tab before connecting the pcm to the patient. Failure to removve shipping tab will cause continuoous infusion. The manufacturing facility has been made aware of this report through baxter's complaint handling system. The manufacturing facility will continue to monitor similar incidents for possible trends.